Manufacturer narrative:
It has been reported that two blades broke during a craniotomy procedure. It is unknown if there was any patient involvement or if the blades broke upon initiation of an incision. The blades were not returned for evaluation. We have not been made aware of any serious injury or need for medical intervention as a result of this incident. These blades are a component in a custom surgical pack. They are bard-parker stainless steel blades from aspen surgical products. Aspen has been notified of the incident and as the manufacturer of the device, they will make the determination if any corrective action is required.

Event description:
The blade broke during a procedure.